Event description:
The doctor attempted to insert a three piece silicone lens aq2010v model in the pt's eye and noticed the lens was tearing and decided not to finish inserting it into the pt's eye. There was pt contact but no pt injury. It was rpeorted that the lens tore due to being loaded into the injector incorrectly.